Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket trending review did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number 54619ud00 and the complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that lot 54619ud00 is performing acceptably. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 54619ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a 25-year-old female patient with no risk factor or cardiac history when following up at the lab for several months on multiple alinity analyzers. The following data was provided (customer¿s cut off is 26.2 pg/ml): date: (B)(6) 2023. Sid (B)(6) . Troponin-I result = 296 pg/ml. Date: (B)(6) 2023 (new sample). Sid (B)(6) . Troponin-I result = 302.5 pg/ml. Date: (B)(6) 2023 (alinity 2: ai01281). Sid (B)(6) . Troponin-I result = 298 pg/ml. Date: (B)(6) 2023. Sid (B)(6) . Troponin-I result = 252.4 pg/ml. Date: (B)(6) 2023 (alinity 2: ai01281). Sid: (B)(6) . Troponin-I result = 350.8 pg/ml. The patient was sent to the emergency room twice for testing and the troponin level was negative when tested on the roche platform (customer unable to provide specific value). There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (different collection of samples from the same patient) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a 25-year-old female patient with no risk factor or cardiac history when following up at the lab for several months on multiple alinity analyzers. The following data was provided (customer¿s cut off is 26.2 pg/ml): date: (B)(6) 2023. Sid (B)(6). Troponin-I result = 296 pg/ml. Date: (B)(6) 2023 (new sample). Sid (B)(6). Troponin-I result = 302.5 pg/ml. Date: (B)(6) 2023 (alinity 2: ai01281). Sid (B)(6). Troponin-I result = 298 pg/ml. Date: (B)(6) 2023. Sid (B)(6). Troponin-I result = 252.4 pg/ml. Date: (B)(6) 2023 (alinity 2: ai01281). Sid: (B)(6). Troponin-I result = 350.8 pg/ml. The patient was sent to the emergency room twice for testing and the troponin level was negative when tested on the roche platform (customer unable to provide specific value). There was no impact to patient management reported.